Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat the ostial of a circumflex (cx) artery. A stent was implanted in the cx. The patient complained of chest pain and a perforation was found in the cx where the stent was implanted. A 2.8 x 16 mm graftmaster covered stent was being advanced into the left main/proximal circumflex when it could not be advanced further and it could not be pulled back and the stent dislodged. The stent was left in the patient. The patient was sent to surgery to seal the perforation. No additional information was provided

Manufacturer narrative:
(B)(4). The device was not returned for analysis. The investigation determined the reported physical resistance, difficult to remove, stent dislodgement and foreign body in patient appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.